Manufacturer narrative:
Per customer, qc prior to and after the event was within laboratory established ranges. A bci field service engineer (fse) reviewed calibration reports and precision run testing. All passed specifications. Ion-selective electrode (ise) mod (B)(4) is scheduled.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na), potassium (k), carbon dioxide (co2), calcium (ca), and chloride (cl) results for one patient generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated on the same unit and an alternate unit and lower results were obtained. Amended report was initiated. Treatment was not initiated or withheld based upon the erroneous results.